Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws yes, damaged jaws no, damaged cutter n/a, damaged feed bar no, damaged floor bent, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no, damaged weld seams no. Functional tests & results: antibackup functional yes, firing: feed conform yes, firing: form conform yes, jaws: hold clip yes, jaws: inside width at tips .187, lockout functional yes, number of clips fed and formed 8. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed with no difficulties noted. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the device was used during an unknown procedure, it was reported by the affiliate that the clips were malformed. There was no pt consequence.